Event description:
The patient reported that in 2007 he experienced elevated blood glucose levels at which his blood glucose meter displayed "hi" during routine testing. He reported frequent urination as a symptom of elevated blood glucose. He reported a blood glucose range recommended by his physician of 120-140 mg/dl. His blood glucose value at the time of the report was 534 mg/dl. During troubleshooting, he stated that he had observed an e4 (occlusion) error on his infusion device. Upon inspection, it was determined that the cannula on his infusion set headset was "bent". He stated that this was the third cannula in a row that was bent while in use. At that time, he conveyed that his blood glucose had been elevated since 09/14/2007 when he began using a new type of infusion set. The patient was advised regarding the steps for inserting the headset described in product labeling and the patient was provided with an infusion set insertion device to aid in the placement of the infusion set. The patient was shipped replacement infusion sets and the product was requested to be returned for evaluation. The patient did not require medical assistance from a healthcare professional or second party to address the issue.